Event description:
The facility reported depleted batteries found during biomed testing. The hosp rep stated that there have been no reports of any pt incident involving this pum since the last baxter service event.